Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: reporter is a synthes employee. Part: 359.218, lot: 23p4955, manufacturing site: (B)(4), release to warehouse date: 03 december 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the hammer guide for ti elastic nails has stuck in inserter for ti elastic nails. The functional test conducted to unable to disassemble. No other problems was reported. A dimensional inspection was performed for the hammer guide for ti elastic nails and met specifications the observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the hammer guide for ti elastic nails would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Current revision was reviewed. Dimensional inspection: feature: shaft diameter, measured dimension: conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that following a procedure on (B)(6) 2022, it was noticed that the cutter was broke and the hammer guide for the ten inserter became jammed in the inserter. Procedure was completed successfully with no delay. There was no patient consequence. Upon manufacturer investigation, it was determined that the hammer guide was unable to be disassembled from the inserter. This report is for a hammer guide for ti elastic nails. This is report 2 of 2 for (B)(4).